Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred during the select patient/acquire scans task and delayed the surgery by 20 minutes. It was reported that the navigation device was not seeing the imaging device trackers. The navigation device could see the reference frame and it was communicating with the imaging device. The image acquisition system (ias) was rebooted and the issue was resolved. The surgery was completed with imaging and there was no impact on patient outcome.